Event description:
The user facility reported that when a nurse walked into the room after using cv medicated lotion soap, the patient had an asmatic attack and began to wheeze and have shortness of breath. A nurse and respiratory therapist administered an inhaler which helped stop the attack. The patient is fine with no sustaining injuries.

Manufacturer narrative:
The user facility could not provide the lot number subject of the reported event. The user facility reported that the patient had another asmatic attack earlier in the day from a bathroom cleaner that hospital personnel had used in her bathroom. The patient is also highly sensitive to chemicals including fragrances and perfumes.the user facility has not reported any other events with use of this product.